Event description:
Caller reported an issue with incorrect pump time display, not knowing the cause of the discrepancy. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. The caller received assistance in updating the pump time and was advised to monitor for future discrepancies, agreeing to follow up if necessary.